Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an obstructed hakim valve: the valve was implanted on (B)(6) 2020; however there was no improvement of the hydrocephalus symptoms and on (B)(6) 2020 the valve was explanted and replaced and the symptoms improved.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record - lot 4088561 conformed to the specifications when released to stock failure analysis - the valve was visually inspected; biological debris was noted. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve passed the test for occlusion, leaks, refux and pressure. The silicone was cut just after valve casing. The cam mechanism was gently moved. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar on the cam mechanism and on the base plate. The cam magnets were controlled and passed. The root cause for the programing problem noted during the investigation is due to biological debris found on the spring, on the spring pillar on the cam mechanism and on the base plate. The root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.